Event description:
User received discrepant results for 6 patient samples after troubleshooting issues with the ise system. Five examples for sodium were provided. All results are in mmol per l. Sample 1 initial result was 113, repeat result was 138. Sample 2 initial result was 113, repeat result was 131. Sample 3 initial result was 115, repeat result was 143. Sample 4 initial result 114, repeat result was 140, sample 5 initial result was 118, repeat was 141. Initial results were not reported therefore, the patients were not treated based on the initial incorrect results or harmed due to treatment. One example of a discrepant potassium was also provided. Initial result was 3.8 mmol per l, repeat result was 4.8 mmol per l. Erroneous result was released. Patient was not treated as the initial result was not acted on.

Manufacturer narrative:
The field service representative determined there was excessive salt deposits in the dilution vessel and nozzles and cleaned them. He also checked the reagent dispense and waste evacuation and flushed the sipper flow path. Calibration, qc and precision checks were performed to verify the analyzer performance.